Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is a veterinary product. No patient information will be reported. Device is similar to a device marketed for human use. Placeholder.

Event description:
It was reported that a (B)(6) dog was treated for a femur fracture on (B)(6) 2013. A 2.7 millimeter ten hole locking compression plate and nine screws was used. Five locking screws were placed in the proximal fragment with the fifth screw from proximal to distal being a cortex screw; the remaining four proximal screws were locking screws and were through both cortices. There were four screws placed in the proximal fragment with 6, 7, and 8 from the proximal to distal being locking and the ninth screw being cortical. Post-operatively, it was noticed the plate was broken when x-rays were done. All of the screws on the radiographies look to be unbroken and in good shape with locking screws looking to be still locked to the plate. The plate is broken at the empty screw-hole position. The surgeon will explant and replace the plate and the nine screws. There was no human involvement. This is report 1 of 1 for complaint (B)(4).